Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
60 year old male with histoyr of nicm, ckd presented with acute on chronic decompensated hf. (B)(6) underwent implant of imp5.5 as a btlvad. (B)(6) optical sensor reading lower than arterial line values. Normal device function and patient supported well. (B)(6) patient underwent lvad implant with explant of imp5.5 without incident." During impella 5.5 support, low placement signal was noted compared to arterial line reference pressure. Patient support continued without issue until the patient received a durable lvad. There were no adverse events.